Event description:
It was reported by service report that the scale did not work due to a disconnected load cell cable. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: disconnected cable.